Event description:
User alleges one incident of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. Needle had to be probed out of the patient's arm.

Manufacturer narrative:
Results: we are unable to conduct a thorough investigation into this event as the user did not retain the event sample. This needle is supplied by terumo medical corporation. A review of the complaints database reveals no similar reports on this device lot number. The lot size was 240,000. We have had reports of needle out of epoxy, however, some of those were due to user interface. We have had reports of needle out of epoxy that the returned samples were disconnected due to user not securing before use and we have had a broken off needle returned when stated needle out of epoxy. Root cause: without the event sample, we are not able to determine if this was a supplier issue or a user technique issue. This report has been logged for trending.